Event description:
The customer's mother reported that after a reservoir or infusion set change, the customer starts to have high blood glucose. The blood glucose level at the time of the event was 500 mg/dl. The patient has been off insulin pump therapy for three days. In troubleshooting, the unit passed a rewind test and a manual prime test. The customer's mother also stated that at times, the adhesive on skin is wet. The current blood glucose reading is 111 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.